Manufacturer narrative:
Device passed the displacement and self test. No audio or vibrate anomaly or absence noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not always notifying her that her reservoir was running low. The customer¿s blood glucose level was unknown at the time of the incident. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.